Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient's ins had to be removed because it wasn't doing anything for the patient. The trial worked great but the implant wasn't doing anything for them and they never used it. No further complications reported.